Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2010 to report that pt experienced a failed sensor three days after insertion. Pt's mother reported that, upon removing the sensor, about 1/3 of the wire appeared to remained under the skin. Pt saw doctor after event occurred because, pt's mother wanted to have antibiotics on hand in case infection occurred while on vacation. At the time, the pt's mother called dexcom technical support, pt was doing fine and had no signs of infection.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.